Event description:
Product was used following a diagnostic procedure. Approx 10 days later, pt presented with swelliong and pain in the right groin where product was used. Diagnosed as cellulitis. Treated with antibiotic and I & d.